Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection verified the reported problem. The cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a rupture in the patient line that measured about 2cm in size. This rupture was located on the opposite side of the patient lines. There was no patient injury or medical intervention associated with this event. No additional information is available.